Event description:
I used always infinity pads during my september menstruation. Which I have used several times months/years before. During this cycle, I noticed a burning sensation on my labia majora, and the skin directly under the labia majora, the area surrounding the anus and on both inside glutes. It was also a feeling of the pad being stuck to my skin down there. I figured it was dried blood so I showered. I tried to wash the area but it was so tender to the touch. When I put a new pad on, I felt this sensation again moments later. I didn't think too much of it. After my menstrual was over, about a week later, I went to my brazilian wax appointment. When I laid down, the waxer was stunned at the pink raw skin that around my vagina area. The pink raw skin was in the shape of a pad. Instantly, she asked me if I was using any always pads or products which I was. Both the infinity pads and the pantyliners after my cycle. She recognized the pattern with her clients who used "always" menstrual products. The rashes all looked the same to that's why she was able to quickly identify the cause. She even said she experienced it herself before. She made it very clear that she would not be waxing me that day and that I needed to use an ointment to heal the area and to possibly follow up with my doctor. The menstrual cycle was around september 14th and the intended wax appointment was on september 25th. I also have pictures of the area that I believe was chemically burned by the pads. Now that the skin is trying to repair itself, I am experiencing discomfort, itching, dryness, blistering, peeling skin, and just all around stress due to this matter. Reason for use: menstruation.